Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra plus reflect meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient informed the cca that the alleged meter inaccuracy began on (B)(6) 2021 at 7:30 am. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿173 mg/dl¿ with the subject meter. The patient manages her diabetes with humalog insulin (3-7 units on a sliding scale when her blood glucose level is above 125 mg/dl). The patient reporting administering 6 units of humalog insulin at 7:30 am in response to the elevated reading. The patient reported that 4 hours after administering the insulin, she ¿felt bad¿ and described symptoms of ¿trembling, shaking and feeling like falling down.¿ 30 minutes after the onset of symptoms, the patient claimed she tested her blood glucose on another meter obtaining a reading of ¿27 mg/dl¿ then immediately treated herself with food and drink and felt better 5 minutes after. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been stored correct and the correct testing process was being followed. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.